Event description:
It was reported by service report that the fowler could not maintain weight due to broken weldment and cracked litter skin. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler; litter skin.